Manufacturer narrative:
(B)(4). Physio-control contacted the third party repair service that evaluated the customer's device. The device was opened and it was observed that wire harness connector, designator w20 (biphasic to therapy pcb flex cable), was disconnected from its mating connector. No damage was observed to the locking connector of the flex cable assembly. After reconnecting w20, the service log was cleared and proper operation was observed through functional and performances testing. The device was returned to the customer for use. The device was not returned to physio-control for an evaluation.  The customer submitted a voluntary medwatch report to the FDA mw5072482.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy during a cardiac arrest event. Medical personnel attempted to deliver defibrillation energy to the patient, however, the device displayed "abnormal energy delivered". A back-up device was obtained, with a delay of approximately 6 minutes. Defibrillation energy was delivered to the patient using the back-up device and the patient's rhythm changed to tachycardia. The patient, a female in her (B)(6)'s, was transported to the hospital and subsequently passed away at the hospital.